Event description:
It was reported that the patient presented in clinic for a device check. Device interrogation revealed that the right ventricular (rv) lead exhibited an increased threshold. Chest x-ray confirmed that the rv lead had dislodged. Upon lead repositioning attempt, the helix of the rv lead failed to extend completely. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.